Manufacturer narrative:
(B)(4). The flogard infusion pump was serviced on site by a field service engineer. A visual inspection and alarm log review confirmed the f-94 alarm. The f-94 alarm was caused by damaged main batteries. The main batteries were replaced to fix the reported condition. The pump passed all tests and was returned to the customer in working order.

Event description:
It was reported that a flogard infusion pump experienced an f-94 alarm. There was no patient involvement. Additional information was requested and is not available.